Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during vitrectomy surgery of left eye while using an ophthalmic system, ophthalmic cutter functioned initially then slowed down so much the surgeon was unable to use. The surgery was completed on the same day by replacing the ophthalmic cutter and there was no patient harm.